Event description:
A customer contacted (B)(4) regarding a system error (se) 2240 alarm on the homechoice (hc) unit during drain 1. The home patient (hp) stated he pressed go to start therapy thinking he was connected; however, he was not connected. The hp stated fill 1 went onto the floor because he was not connected. The hp stated he reconnected after alarm had occurred. The technical service representative (tsr) instructed the hp to close the transfer set. The tsr advised the hp to disconnect self and retrieve cassette. The tsr then instructed the hp to start over with new supplies and to contact his peritoneal dialysis nurse (pdrn) to inform of se 2240. The tsr explained to the hp that once the hc advances to therapy if he is not connected, he should not connect especially if alarm was occurring. The hp confirmed to start over with new supplies. On (B)(6) 2010 product surveillance spoke with the hp who stated he had no adverse reactions from this incident and was doing well with therapy. The customer confirmed the sample was discarded. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
Boston scientific crm received information that this product was part of a system explant due to a patient infection. There was no report of adverse patient effects due to the explant procedure.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for the report ed condition of a system error 2240 (air in set). The report was not confirmed due to a lack of sample; however, based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable caused by the patient not connected when therapy initiated. The hp stated he pressed go to start therapy thinking he was connected; however, he was not connected. The homechoice apd systems patient at-home guide instructs patients how to connect to the disposable set and continue with therapy. This review finds the labeling adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).